Event description:
It was reported that the ilet presented recurring alert 41 (insulin absolute range error) despite multiple restarts, and a replacement device was arranged with instructions provided for returning the malfunctioning unit; the user had an alternative insulin therapy available. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of information they provided. Investigation of this case revealed a mechanical problem consistent with a manufacturing deficiency. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical issue associated with manufacturing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.